Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw2471 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that as per email from the vendor, doctor placed the groshong PICC line to patient and the back flow came through the PICC line. Then they remove the PICC line and place with new PICC line. No other information was provided.